Manufacturer narrative:
Testing of actual/suspected device: a getinge service territory manager (stm) was dispatched to evaluate the iabp. The customer's biomed elected to perform the repair themselves. At their request, the stm provided a replacement for the broken luer connector. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) autofill tubing broke off connector. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Event description:
N/a

Manufacturer narrative:
Updated sections: b4, e3 g3, g6, h2, h10, h11

Manufacturer narrative:
H3 other text : biomed done the repair.